Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6, h.10 and h.11. Two opened knives, in protector trays were received for the report of slit knives in the custom pak did not cut. Samples were visually inspected and found to be conforming. Functional penetration testing was then performed and both samples were conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted the returned opened samples were found to be visually and functionally conforming, therefore knives did not cut as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: 2024-32805 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that twenty ophthalmic knives from different lots did not cut properly during surgery. The surgery was completed using a different product, and no patients were harmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).